Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a fluid leak at the base of the leur adapter. During an radio frequency ablation procedure to treat premature ventricular contractions a intellanav open-irrigated catheter was selected for use. When the catheter was prepped and inserted, some ablations were performed and blood bleed back was in the irrigation tubing. The catheter was removed and fluid leak was noticed at the base of the leur adapter. An exchange of the catheter resolved the issue. The procedure was completed successfully without patient complications.